Event description:
The patient lost stimulation paresthesia coverage in his right groin. He also noted a change in the coverage provided by the right sacral neuroelectrode; it only provided paresthesia to the right lateral calf and right lateral foot. The leads were replaced. There was no patient injury associated with the event; he recovered without sequela after replacement.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Two leads. Evaluation: the lead was functionally ok, but stretched. The other insulation was broken and the lead was slightly discolored at the proximal end. No significant anomalies were found during analysis. Two titan anchors were visually examined. No anomaly was noted on the first. The second anchor was separated from the sleeve. Lead: no anomaly was found during the analysis of the lead. Extension, no anomaly was found in the analysis of the extension.